Manufacturer narrative:
The reason for this revision surgery was to remedy a bipolar failure after 5.4 years of patient use. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the first complaint for this part number. The root cause for the bipolar failure was due to stability/poor joint issues. There is no information reported that showed a material, design, or manufacturing problem with the product. Several factors not related to the implant can play a role in instability such as; loose joint from inadequate soft tissue and implant selection. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - the pt suffered a bipolar failure. The bipolar head was removed and the pt was converted to a total hip.